Manufacturer narrative:
Additional information is not available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
Patient left a voicemail with stryker requesting assistance in paying for medical bill incurred as a result of a trident and meridian recall.